Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v772100, implanted: (B)(6) 2012, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3888-45, lot# v836553, implanted: (B)(6) 2012, product type: lead; product ID 3888-33, lot# v772100, implanted: (B)(6) 2012, product type: lead; product ID 3888-33, lot# v792971, implanted: (B)(6) 2012, product type: lead; product ID 3888-33, lot# v772100, implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation. Impedance testing was performed as well as reprogramming. It was unknown if the issue was resolved and it was unknown what the cause of the issue was. The patient had a one-time feeling of a zap in his upper right back in mid-december. He also reported having felt a burning at the implantable neurostimulator (ins) site, just a few times, at the device pocket and lead location within approximately the last three months prior to the report. Neither feelings were able to be recreated with changes in position when the manufacturer¿s representative (rep) met with the patient the day of the report. Impedance testing revealed electrodes 0 and 1 were less than 70 and electrode 7 was greater than 3 ,600 in all combinations in a variety of body positions. The history showed group b was the only group used since (B)(6) 2014. Group a was reprogrammed the day of the report to completely eliminate the lead in the patient¿s upper right back (electrodes 0-3). Electrodes 0, 1, and 7 were not in use in the programming configuration when the patient met with the rep. For use in either group a or b. The patient was receiving effective therapy. At the time of the report the patient was alive with no injury.